Event description:
Hospitalized for high bgs and dka. Pump had a blank display and that is why customer did not receive any insulin. Found that the customer had an off no power without low battery alarm. This is second off no power alarm. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, fixed prime test was completed and the insulin exited. A replacement pump was requested.